Event description:
The patient was undergoing a standard right thoracotomy, standard cannulation of the left groin, standardized positioning of the balloon was performed. The guidewire as well as intraclude aortic device were visible and they positioned the balloon in the ascending aorta. Filling of the balloon in the usual way until the balloon completely occluded the aorta. Then cardioplegia delivery; during cardioplegia delivery, the balloon migrated towards the aortic valve. While trying to reposition the balloon, the whole catheter migrated towards the truncus in such a way that it was no longer visible on echo. Then, the customer tried to gently bring the catheter towards the aortic valve. This did not work. Now, complete deflation of the balloon and new attempt to position the balloon. This was difficult as well. After the balloon had reached its correct position again, without having inflated the balloon, a floating membrane was visible in the ascending aorta on echo. From looking at the patient, it was immediately obvious that there was less brain perfusion. By thoracoscopy, the aorta looked indurated with blood. Now emergency sternotomy. After opening of the aorta, a torn intima could be seen from where the catheter was reaching out into the lumen. As the dissection seemed to reach from the coronary ostia to the aortic arch down to the descending aorta, the md then did the valve replacement, replacement of the ascending aorta as well as of the aortic arch. Afterwards the patient was taken to the intensive care unit with balloon pump and ECMO. One day later, the patient died on the intensive care unit. It was stated by the physician that the tip of the intraclude aortic device was on the edge of where the intima was torn, the rest of the catheter was in a false lumen. The point of entry is unclear, somewhere in the descending aorta. There was no product malfunction associated with this event.

Manufacturer narrative:
Device was discarded by the hospital prior to evaluation. The md did state that the device was in a false lumen within the aorta causing the dissection, which ultimately lead to the death of the patient. The md stated this was not a malfunction of the device that caused this injury. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.